Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a, implant date: n/a, lens was not implanted. Section d6b, explant date: n/a, lens was not implanted; therefore, not explanted. Section e1, first name: only the first initial was provided. Section e1, telephone number: (B)(6). Section h3, the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) came out deformed from the inserter. As a result, the iol came into contact with the patient but it was not implanted. No further information received.